Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that an insulin pump alarmed with a compromised foce sensor system. It was stated that the customer received a new insulin pump in just over twelve hours. Customer's blood glucose was not provided. No further detail was provided in the social media post.